Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the device was en route to be returned. There were no further complications reported.

Manufacturer narrative:
This regulatory report is to be in conjunction with other regulatory report - 3004209178-2018-06500. Other applicable components are: product ID: 3708660, serial# (B)(4), product type: extension; product ID: 3708660, serial# (B)(4), product type: extension; product ID: 3387s-40, lot# va0dc6p, product type: lead; product ID: 3387s-40, lot# va0jzjv, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 24-sep-2018, (B)(4); product ID: 3708660, serial/lot #: (B)(4) , ubd: 24-sep-2018, (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 22-aug-2016, (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 25-mar-2017, (B)(4). C63248 applies to only the leads, all other codes apply to all product. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders it was reported that there were impedances over 40,000 ohms on new ins. Previous impedances on old ins were normal. Caller stated they knew they didn¿t ¿nick¿ anything when they took out the old ins and they had been reseating extension and tightening down with no resolution. The caller stated they reconnected the old ins to leads and then all contacts on that were over 40,000 ohms. The caller mentioned leads were coiled behind the ins. The caller stated they reset the screw about 3 times, pushed them in as far as they would go and heard it torque down. Technical services did not confirm if ins¿s were in the pocket for impedance testing performed prior to call. Reviewed following intra-op troubleshooting steps: ensure the ins was in pocket, check all connections and set screws, re-tighten. Switch connections or ports. Caller confirmed that lead configuration was 2x4 with numbering as 0-3 and 8-11. Technical services had physician switch extensions in ports of old ins, ensure ins was in the pocket and all impedances (unipolar and bipolar) were normal. Caller had physician put in new ins, plug in extensions as normal and all impedances were normal. Troubleshooting resolved issue. There were no symptoms reported. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that there was no tracking information for the product and the whereabouts are unknown. The information was confirmed with the physician/account. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via the rep. It was reported the cause of the intra-op high impedances was probably due to the ins not being in the pocket. The patient weight was unknown. The current status of the affected device is "ok" and working properly and will not be returned for analysis. No further complications were anticipated.